Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that his one touch ultrasmart meter displayed inaccurate high and low readings. The complaint was classified based on the customer care advocate (cca) documentation and additional information when the call was reviewed by cca. The patient reported that the alleged inaccuracy issue occurred on the ¿the second monday of november 11:30pm, 12:30 pm.¿ the patient manages his diabetes with insulin ¿humalog and lantus¿. It is unknown if the patient took any action in regards to his regular diabetes management routine as a result of the power issue. The patient stated that ¿within 5 or 6 minutes¿ after the alleged product issue began he developed the symptom of ¿passing out¿. On ¿saturday between 8:30pm and 9pm¿ the date is unknown; the patient stated he was treated with ¿orange juice¿ by a health care professional (hcp). On the ¿second monday in november, 12:30-12:45pm a reading of 47mg/dl was obtained on the hospital meter. At the time of trouble shooting the cca noted that there was no misuse of the product and it was not the first time the product was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.